Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a gastric biopsy procedure performed on (B) (6) 2009. According to the complainant, resistance was encountered while withdrawing the forceps through the endoscope working channel. Upon removal of the device, the physician found that one of the jaws had detached. The fractured jaw was left in the patient and is expected to pass naturally. The procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B) (4) - (expected to be passed via normal peristalsis). Fractures of device/material, 1527 - (expected to be passed via normal peristalsis). These codes were selected by the manufacturer based on information obtained from the user facility. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).